Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain") and emotional disorder ("emotional anguish") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge") and emotional disorder (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge and emotional disorder was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, emotional disorder, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: fallopian tubes were occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 9-oct-2018: as per mail communication received. Events- "emotional anguish, extreme pain" deleted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: results: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/abdominal pain") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, constipation and asthma. Previously administered products included for an unreported indication: omeprazole and fioricet. Concurrent conditions included uterine tenderness, abdominal pain lower, arrhythmia, infection nos, depression and esophagitis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("prolonged menses /abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain /lower back pain"), migraine ("migraines /migraines / headaches"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge /vaginal discharge") and headache ("migraines / headaches"). The patient was treated with surgery (hysteroscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, alopecia and headache was resolving and the menorrhagia, migraine, vaginal discharge and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: result: total bilateral occlusion impression: essure devices in expected position. Complete occlusion of both fallopian tubes .. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs & mr received. Reporter's information was added. Added event abnormal bleeding (vaginal), headaches. Updated outcome of events vaginal discharge, migraines, abnormal bleeding(menorrhagia) from recovering/resolving to recovered/resolved, abnormal bleeding (vaginal) from unknown to recovered/resolved. Medical history, historical drug, concomitant condition, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/abdominal pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, constipation and asthma. Previously administered products included for an unreported indication: omeprazole and fioricet. Concurrent conditions included uterine tenderness, abdominal pain lower, arrhythmia, infection nos, depression, eosinophilic esophagitis, anxiety and post-traumatic stress disorder. Concomitant products included clonazepam, paracetamol (acetaminophen) and zolpidem. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced menorrhagia ("prolonged menses /abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6)2015, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain /lower back pain"), migraine ("migraines /migraines / headaches"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge /vaginal discharge"), headache ("migraines / headaches"), fatigue ("fatigue extreme "), amenorrhoea ("missed periods"), ovarian cyst ("ovarian cysts"), fibromyalgia ("fibromyalgia"), depression ("depression"), loss of libido ("low sex drive") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopic bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, alopecia and headache was resolving and the menorrhagia, migraine, vaginal discharge and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, loss of libido, menorrhagia, menstrual disorder, migraine, ovarian cyst, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: result: total bilateral occlusion impression: essure devices in expected position. Complete occlusion of both fallopian tubes .. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events extreme fatigue, missed periods, ovarian cyst, fibromyalgia, weight gain, depression, low sex drive and excessive bloating were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.